Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited high thresholds. It was also reported that the implantable pulse generator (ipg) exhibited premature battery depletion. Both the ra lead and ipg were explanted and replaced. No patient complications have been reported as a result of this event.